Event description:
This is a report of a patient who experienced and issue with the minicap sponge having inadequate iodine. The sponge was visible in the minicap; however the sponge appeared to be dry. This issue was discovered prior to patient use with two minicaps. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The lot was manufactured from 5/16/14 to 5/23/14. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.